Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens - -10.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault and ciliary sulcus relaxation. Reporter did not have additional information.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found that haptic was broken. Dimensional inspection found that lens measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4). The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.0 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault and ciliary sulcus relaxation with no reported impact on patient's vision. (B)(4).